Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to disconnect tubing, perform several bolus deliveries, and replace necessary supplies. The caller successfully completed a bolus delivery and was advised to resume insulin therapy.